Event description:
The customer called technical support (ts), reporting that the device had touchscreen issues, could not calibrate, and the display froze. It was also observed that there was an error code 1104-backup alarm failed message. The staff checked the patient on v60 attempted to change fio2 %, but the touchscreen would not respond to touch. Then, the round checkmark was used to adjust - no response. All soft keys and touchscreen froze. The device was in use on a patient when the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention was provided to the patient, nor was a delay noted. The manufacturer's field service engineer (fse) was dispatched on site. Upon arrival, the fse found the unit with no battery. The customer will be requesting a replacement battery as the replacement v60 was shipped to them without one. Upon powering on under ac power, the fse found the touchscreen unresponsive unable to perform touchscreen calibration. The diagnostic report was downloaded and found an 1104-backup alarm failed error. The ui assembly with the navigation ring and the pm pcba will need to be replaced to address the issues. The fse replaced the ui assembly and the pm pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
The removed power management (pm) pcba was returned to the failure investigation (fi) lab. A visual inspection of the pm board revealed no evidence of damage or contamination. The fi technician installed the pm board into a fi ventilator to duplicate the reported issue. The customer complaint was not verified. There was no fault found on the returned pm pcba.

Manufacturer narrative:
The removed user interface (ui) assembly was returned to the failure investigation lab (fi). A visual inspection of the ui assembly revealed no evidence of damage or contamination. The fi technician installed the ui assembly into a fi ventilator to duplicate the reported issue. The customer complaint was verified. The root cause is physical damage to the touchscreen.